Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the image noise and color defect occurred due to a defective charged coupled device (r-unit) and a cable unit failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found a green-colored image is displayed due to the defectiveness of both the cable and the charged coupled device (r-unit), image noise due to the defectiveness of both the cable and the r-unit, chipped plan glass with broken off parts at outer tube, and dents on outer tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, when using the video telescope "endoeye high definition ii", only the green and red light could be used, and it was not possible to obtain a normal image even after several reboot attempts. The issue was found during preparation for use for a therapeutic laparoscopy procedure. There was a 5-minute delay of the procedure. The procedure was completed with a similar device. There were no reports of patient harm.